Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the bracket would not hold the blood parameter monitor (bpm) upright. The device was not changed out, as the customer is still using the bracket until a replacement bracket arrives. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the pt.